Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was came to the emergency room due to experiencing syncope. The right atrial (ra) lead had pulled back and exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited increased, high thresholds and intermittent capture. It was later observed that the rv lead had dislodged. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.